Manufacturer narrative:
(B)(4). Continued use.

Event description:
On (B)(6) 2017 patient had a routine generator replacement of device sn (B)(4) with device sn (B)(4). During pre-op, the patient notified dr.(B)(6) that he has chronic drainage from pinhole site at the back of his head. Per patient it had been draining on and off for years. Wound exploration and battery change was completed at the time of the replacement. No gross infection was identified. Cultures were sent. On (B)(6) 2017, the patient discharged with PICC and antibiotics to skilled nursing facility.